Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced mechanical issues with the device, as the pump bulb became hard and difficult to press; which led to a surgical intervention. All components of the existing ipp were explanted and replaced with a new ipp. There were no patient complications reported.

Manufacturer narrative:
Correction to: h7 if remedial act init, type and h9 correction/removal reporting #.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced mechanical issues with the device, as the pump bulb became hard and difficult to depress; which led to a surgical intervention. All components of the existing ipp were explanted and replaced with a new ipp. There were no patient complications reported.